Event description:
It was reported via repair work order that both outer base tube weldments were cracked at the welds which could affect patient weight support. It was also reported that the caster horns were bent which could create an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.